Manufacturer narrative:
Section b3: date of event is estimated. A patient had a charger communication issue was reported to abbott. The rep met with the patient and was able to get the ipg to charge by holding the charging at an angle. After multiple attempts of charging without success, the patient made an appointment for a pocket revision consult. Fluoroscopy imaging showed their ipg had rotated so the flat part of the ipg was facing up and down. As a result, the patient had a pocket revision where the ipg and pocket were repositioned, and charging was successful. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient's ipg was unable to communicate with charger. Multiple attempts at troubleshooting were attempted to no avail including adjusting the distance between the charging paddle and the ipg as well as repositioning the charging paddle. During troubleshooting it was noted that the ipg was able communicate with two different clinician programmers (cps) with no issues and the charger itself was working fine. X-rays were taken using fluoroscopy and showed the ipg had rotated so the flat part of the ipg was facing up and down. No accidents, falls, trauma, or weight fluctuations were reported. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg and the ipg pocket were repositioned. Effective therapy was restored and ipg was successfully recharged post-op.